Event description:
A catheter issue was reported. It was stated that there was a break in the distal catheter segment. A dye study was done that revealed a leak outside the epidural space and near the anchor point at the spine. Patient had experienced "underdose symptoms." The catheter was replaced on (B)(6) 2012; patient sustained no injury. The patient was reported as "doing fine." Drug delivered via the device was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8703w, lot # l45237, implanted: (B)(6) 1997, explanted: (B)(6) 2012.